Manufacturer narrative:
As reported in a research article, three years after the valve was implanted stenosis and degeneration of the valve was noted. Seven years after the valve was implanted a valve-in-valve procedure was the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, a 21mm trifecta valve was successfully implanted in a patient with calcified aortic stenosis. On (B)(6) 2019, an echocardiogram showed signs of early stenosis and degeneration of the valve. In february 2019, the average gradient was increasing at 27 mmhg. In addition, the patient had a total knee replacement one year later on an unknown date. The patient had an infection type erysipelas, just in the aftermath without any echography around. The physician could not conclude if the patient had a low-noise endocarditis with thickening of the leaflets at that time. Between (B)(6) 2019 and (B)(6) 2020, the patient continue to have moderate stenosis degeneration with an average gradient of 27 mmhg and the systolic patency index was 0.45. In (B)(6) 2021, there was early stenosis degeneration. In (B)(6) 2021, stenosis degeneration was noted with a mean transvalvular gradient of 38 mmhg and a systolic permeability index of 0.34. There was no leak at that time. The left atrium has moderately dilated at 32cm2. On (B)(6) 2023, a 23mm transcatheter non-abbott valve was implanted via valve-in-valve procedure. The patient status was reported as stable.